Event description:
It was reported that balloon rupture occurred. The 90% stenosed target was located in the non-calcified left common iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was used for dilatation. However, upon inflation at 5 atmospheres for 5 minutes, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient was safe.